Event description:
The patient presented for dialysis in her usual state of health, which included generalized edema and shortness of breath with exertion. Approximately one minute into treatment, the patient¿s blood pressure decreased and the patient had a cardiopulmonary arrest, CPR was initiated; ems responded; and the patient was transported to the hospital. The patient was successfully resuscitated. The nurse stated the patient had been undergoing dialysis with the same products ¿for a long time¿ and there had been no recent change in dialysis orders. The nurse stated the physician did not think the event was dialysis related, but related to the patient's underlying cardiovascular condition.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation. The bicart model and lot number could not be provided by the facility. Bicart product discarded and not available for inspection. The bicart lot number was not provided.